Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - patient was revised to address infection. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (right hip). Update- 3/13/2013 ppd and medical records received. This complaint is now legal. Ppd alleges infection. Revision operative note from 2/16/2012 confirmed infection. Only the head and liner were revised. All implants are now being reported as the complaint is now legal. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/7/15.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.